Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9119608, medical device expiration date: 2020-10-31, device manufacture date: 2019-04-29. Medical device lot #: 9128917, medical device expiration date: 2020-11-30, device manufacture date: 2019-05-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with poor barrier separation of samples. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from french to english: the separator gel of two yellow tubes had not migrated after centrifugation. The name of the image corresponds to the batch number of each tube. In addition, the tube from lot 9119608 was centrifuged twice with the same result. Tubes ref 367957 lot 9128917 received on (B)(6)2019 in the lab for several tubes, the gel does not migrate.

Event description:
It was reported that after use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with poor barrier separation of samples. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from french to english: the separator gel of two yellow tubes had not migrated after centrifugation. The name of the image corresponds to the batch number of each tube. In addition, the tube from lot 9119608 was centrifuged twice with the same result. Tubes ref (B)(4) lot 9128917 received on sept 4/19 in the lab for several tubes, the gel does not migrate.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Tubes should be filled to stated draw volume and mixed by 5-6 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube.